Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image went out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury".

Manufacturer narrative:
Device code 1304 captures the reportable event of center image lost. A fuse scope was received for analysis. A functional evaluation was performed and it was found out that the image goes out when the distal tip is angulated; indicative of a charge-coupled device (ccd) internal wiring failure. Since the image issue is confirmed due to internal wiring failure, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image went out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury."